Event description:
During the index procedure the pt was noted to have a hemodynamically non significant localized small wire perforation of the rv marginal branch. Two days later a "re-look" cath was done. There was no stenosis present and the perforation, noticed two days prior, was no longer present. This pt presented to the cath lab with unstable angina, 60% lv ejection fraction and 2-vessel disease in the circumflex and right coronary artery (rca). Pre-procedure medications included asa and statins. Intra-procedure medications included gp iib/iiia inhibitors, unfractioned heparin, integrillin and plavix (300mg). Pci was performed on a 90% de novo, calcified lesion in the 2nd obtuse marginal of a bifurcated 2.5mm diameter vessel. The lesion was pre-dilated before deploying a 2.5 x 12mm taxus stent.